Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and there was no telemetry and no output. No evidence of an internal mechanism for premature depletion was found.

Event description:
It was reported the patient had never had any change in their retention since implant and the patient had tried several settings without success. It was stated that all settings had high amplitude settings at 6v. In addition to never having therapeutic effect, a gradual loss of stimulation and stimulation in the wrong location was noted. The patient presented to their general practitioner on (B)(6) 2014 and a power on reset (por) message was seen on the patient programmer. The device had reached end of life prior to this date and had prematurely depleted. The por was not successfully cleared and the device was turned off at that point. The patient was scheduled to have the device removed and x-rays were arranged. On the x-ray taken just prior to the start of the explant procedure, the lead appeared dislodged and was not within the foramen. The plan was to re-implant the patient with the advanced trial after removal. The system was removed successfully with no complications. However, after the system was removed, the physician was unable to e licit any motor response intra-operatively below the level of s2. After many attempts, it was decided to abandon the case and explore other options for the patient. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0206422184, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).